Event description:
It was reported that the adhesive of the product was weak and it could not fix the stoma appliance. There was no stock of other lot number, so fixing tool for the stoma appliance was not used. No patient harm nor delay was reported.

Manufacturer narrative:
The device used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes include temperature storage or raw material issue, a review of the IFU for flexi-fix products, advises on the storage of these products, as noted temperature fluctuation can affect the adhesive. Medical review concluded, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required, the IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.